Event description:
As reported by our affiliates in the united kingdom, this was a case of a 26mm sapien 3 valve in aortic position. Four years and nine months post-procedure, the valve was deteriorated with leaflet calcification. The patient presented shortness of breath due to this event. A valve-in-valve was performed with a non-edwards valve. The patient was doing well. As per medical opinion, endocarditis may have been the precursor to the deterioration of the valve.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in the united kingdom, this was a case of a 26mm sapien 3 valve in aortic position. After one year and five months post-procedure, the patient was diagnosed with endocarditis and treated with oral antibiotics. Four years and nine months post-procedure, the valve was deteriorated with leaflet calcification. The patient presented shortness of breath due to this event. A valve-in-valve was performed with a non-edwards valve. The patient was doing well. As per medical opinion, endocarditis may have been the precursor to the deterioration of the valve.

Manufacturer narrative:
Updated section h6- type of investigation, findings, and conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation as it remained implanted. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, structural valve degeneration related to calcification for the sapient xt, s3, and s3u valves have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (age, disease state, patient co-morbidities, and/or pharmacological intervention). The complaint for valve calcification was unable to be confirmed due to unavailability of medical records nor applicable imagery was provided. Available information suggests patient factors (hypercholesterolemia, diabetes, hypothyroidism) likely contributed to the event as provided information indicated that the patient had these conditions. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the thv. These factors include age, disease state, patient co-morbidities, and/or pharmacological intervention, such as but not limited to renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroidism, diabetes mellitus, etc. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.